Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged micro introducer sheath is inconclusive due to the state of the returned sample. Two photographs of a micro introducer with a powerpicc kit tray was returned for evaluation. An initial visual observation of the photographs showed the micro introducer sheath split into halves and torn away from the dilator. The dilator had use residue. Ne details of a bifurcation of the introducer sheath tip could be discerned from the photographs. A PICC was present in the photographs with a stylet protruding from of the lumens. It was noted that the stylet had some bends. Inspection of the returned photographs was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that during catheter placement, the distal end of the introducer sheath bifurcated, preventing its advancement into the body. No additional details were provided.